Event description:
The field clinical engineer reported that upon interrogation, the device was found to be a hardware reset mode. Multiple attempts were made to return the device to a normally functioning mode without success. The ICD was explanted.